Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch, information indicated that on (B)(6) 2014 the patient was rehospitalized for acute, decompensated heart failure exacerbation. This latter hospitalization was assessed by the study physician as unrelated to the clip and procedure. There was no additional information provided.

Event description:
This mitraclip report is conservatively filed for hospitalization for heart failure. The study physician was unable to assess the relationship of the heart failure to the device. It was reported that one mitraclip was implanted on (B)(6) 2013 in the patient with functional mitral regurgitation (mr) reducing the mr from 4 to 1-2. The patient was hospitalized from (B)(6) 2014 for acute on chronic congestive heart failure with severe dilated and ischemic cardiomyopathy. The study physician indicated the relationship of the heart failure to the device was not assessable. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the cds. The reported patient effect of worsening heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported heart failure and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.